Event description:
The essure device moved from a fallopian tube into my uterus. I dont' know how it happened, it's been in 13 years and I recently tried to have another procedure done (novasure) but could not because of this.